Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, on inform ii system 1, 154 mg/dl on inform ii system 2 within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is inform ii system 1, medwatch with identifier (B)(6) is inform ii system 2. Strips not available for return.